Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative spoke on the phone with the customer's spouse who reported customer was hospitalized with high blood glucose, due to bent infusion set cannulas that were being used with the insulin pump. It was stated the cannulas were found to be bent upon removal. Customer's blood glucose was not known. Caller declined to be transferred for further assistance and the insulin pump will not be returning at this time.